Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that laser ports three and four were not working properly. Timing of the event and patient impact are unknown. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on february 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received indicating event occurred before a procedure. There was no patient involvement.